Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embed in one cassette') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, umbilical hernia repair, constipation, osteoporosis, anorexia nervosa, itching, multiparous and menometrorrhagia. Patient hemoglobin 12.1. Concurrent conditions included prolonged periods, weakness and bleeding nose. Concomitant products included colecalciferol (vitamin d), escitalopram oxalate (lexapro), frovatriptan succinate monohydrate (frova), metronidazole benzoate (flagyl) and sumatriptan succinate (sumavel). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion and 1 day after removal of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2012, the patient experienced anaemia ("other injury(ies) or complication(s)- please describe: borderline anemia"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dehydration ("other injury(ies) or complication(s)- please describe: dehydration"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, sumatriptan (imitrex) and surgery (hysterectomy (full), vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, fatigue, migraine, headache, vaginal discharge, dehydration, urinary tract infection, anaemia, vaginal infection and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, dehydration, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had cemerol allergy. Right side coil was released and five coils were in the cavity and left released with six coils within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, migraines, dehydration, fatigue, borderline anemia. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events ; vaginal infection, dysmenorrhea (cramping) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("totally embed in one cassette") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, umbilical hernia repair, constipation, osteoporosis, anorexia nervosa, itching, multiparous and menometrorrhagia. Patient hemoglobin 12.1. Concurrent conditions included prolonged periods, weakness and bleeding nose. Concomitant products included colecalciferol (vitamin d), escitalopram oxalate (lexapro), frovatriptan succinate monohydrate (frova), metronidazole benzoate (flagyl) and sumatriptan succinate (sumavel). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2012, the patient experienced anaemia ("other injury(ies) or complication(s)- please describe: borderline anemia"), 3 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dehydration ("other injury(ies) or complication(s)- please describe: dehydration"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, sumatriptan (imitrex) and surgery (hysterectomy (full), vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, fatigue, migraine, headache, vaginal discharge, dehydration, urinary tract infection and anaemia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, dehydration, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had cemerol allergy. Right side coil was released and five coils were in the cavity and left released with six coils within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, migraines, dehydration, fatigue, borderline anemia. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and mr were received: events: embedded device, genital bleeding, vaginal hemorrhage, menorrhagia, fatigue, urinary tract infection, migraines, headaches, pain, vaginal discharge, dehydration, anemia, lower abdominal pain were added. Event onset date updated. Concomitant drugs and conditions were added. Lab data were added. Reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.